Manufacturer narrative:
Remove: asian (patient race unspecified). The patient experienced the peritonitis on an unreported date in january (not further specified). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized from the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, route and frequency were not reported). At the timer of this report the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.